Event description:
Following a scanoscopy, the couch top was set to free (manual) mode and was quickly moved manually. The system incorrectly recognized the couch-top position for helical scanning. It scanned at a different position than originally planned (lung apex vs. Liver). Therefore, an add'l scan was performed at the originally planned scan position (liver).

Manufacturer narrative:
The investigation into this incident revealed that when the couch top is set to free (manual) mode and the couch top is quickly moved, the system may incorrectly recognize the couch top position due to a problem in the circuit for processing the signals of the couch top movement encoder. Additionally, this phenomenon does not occur in (electric) couch top movement from the gantry operating panel. It is likely to occur when the couch top is set to free mode and the couch top is quickly moved manually. Notification will be issued to customers of this phenomenon and the circuit for processing the signals of the couch top movement encoder will be replaced. Customers will be advised to move the couch top using the operating panel until the corrective action is taken. If the couch top must be set to free mode, the couch top should be moved slowly and confirm that the scan start position is correct before starting the scan. If the scan start position differs from the planned scan position, quit exam plan and perform the exam plan again, starting from scanoscopy.